Event description:
Occurred in outpatient retail system: rx for pen needles had instructions to use to inject liraglutide daily as directed, was translated to spanish, and the system (scriptpro) translated it into "inyectar 3 veces al dia. Usar todos los dias segun lo indicado" which means: inject 3 times a day. Use daily as directed. The translation is very wrong and unfortunately it was filled 3 times and was caught on the 4th fill. We believe the patient was using them correctly and we have advised the staff to use very simple english when translating to spanish via our pharmacy system scriptpro, but sadly this was not done in this case and we continue to find atrocious spanish translations through the system. My understanding is that UK pharmacy upper management is looking into other translation options but none have been implemented yet. Scriptpro to be notified. Reporting to you all, in hopes to have a conversation with scriptpro. I have disliked this system from the start and feel it is not well run. Spanish translations should be a baseline ex ectation by now in the USA. Ismp, (B)(6), (B)(6), phone: (B)(6), email: (B)(6). Submission ID: (B)(6).